Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a blank screen/alarming. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that returned pump had no labels removed and no physical damage. Functional evaluation confirmed that during power up of the device, it was found to have a system fault display on the screen. The displayed error code indicates an intermittent motor. Results: the customer reported problem was duplicated during the investigation as the device displayed an error code when powered up. Root cause of the reported problem would be attributed to the displayed error code which indicates an intermittent motor. The pump motor will need to be replaced. Who caused the error code for the intermittent motor is unknown. A manufacturing device history record DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device. Model number: 7400.